Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient will undergo an explant procedure of the leads due to narrowing of the spinal canal.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure of the leads. The patient was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure of the leads due to narrowing of the spinal canal.

Manufacturer narrative:
(B)(4). Concomitant medical products: model#: sc-8216-50 ,serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure of the leads due to narrowing of the spinal canal.